Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2014.

Event description:
It was reported that the left ventricular lead threshold rose and was high. The programmed output was subthreshold, so the lead was reprogrammed and remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.